Event description:
Rptr feels the FDA should be ashamed of themselves for allowing implant chips to work on a neurological level. These implants do nothing more than add to the problem. Logically rptr is sure FDA has been told this, oh maybe over a million times or so, but trying to nurse the symptoms and not doctor the actual problem is illogical. It's like going and taking a fecal extraction and not properly cleansing your hands. Rptr feels your brain if properly cleansed with nutrition and exercise can do a heck of a lot better than a microchip manipulating your brain.